Event description:
I had the essure procedure done in 2010 and have had issues ever since. I have severe bloating, look eight months pregnant, have severe migraines, have a metallic taste in my mouth, pelvic pain I can't even cough without feeling like my tubes are being ripped out and since the procedure I cough a lot. Doctors can't figure out why severe back pain but every time I see a doctor about any of these problems they don't know anything because they have never heard of the essure, I do have metal allergies but was never checked before insertion.